Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-jul-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device had no items in drawer. A technical support specialist (tss) reported that the customer cycle counted the item down to zero and the tss generated a purchase order with the items needed and advised the customer to contact pharmacy to have the purchase order filled. The tss reported that the issue was related to the discrepancy issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower had cubie unable to open and no medication oxycodone in the drawer. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.